Event description:
It was reported that the patient with this artificial urinary sphincter (aus) underwent a revision due to cuff erosion. All components were removed. There were no additional patient complications.